Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the surgeon confirmed that the disunion occurred during his manipulation of the patient, which resulted in the removal of the stitch and a new stitch on the uterus, with bleeding from the patient. The device is not available. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-01075, 2210968-2023-01076, and 2210968-2023-01077.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental will be sent: when was the disunion of the needle thread (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Was there any adverse consequence associated with the patient? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent. Related reports: 2210968-2023-01076, & 2210968-2023-01077.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture became detached from the needle. There was disunion of the needle thread 3 times on 3 sutures. There were no patient consequences reported. Additional information was requested.